Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call, she initially wanted to know how to suspend the device for 18 hours. She then stated she had been admitted in again due to diabetic ketoacidosis. This was her second visit in three days. Customer stated she had issues with the infusion set failing out. She was hospitalized and wasn't able to call in about issues. During one of the ambulatory transportation the infusion set pulled out. Customer doesn't think the infusion set is the only reason why she is having diabetic ketoacidosis. Customer declined troubleshooting. The hospital had removed the site and reservoir. Customer's blood glucose was unknown. The device is not being returned for analysis.